Manufacturer narrative:
Continuation of d10: product ID unknown other manufacturer; product type: electrode catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tissue was damaged. Despite the issue, the case was completed with cryo. Post-operatively, the patient developed pericardial effusion and cardiac tamponade. It was surmised that another manufacturer's electrode catheter, placed in the coronary sinus and upper right atrium, may have contributed to the issue. It was also reported that t he electrophysiology (ep) catheter was treating a thick portion of the myocardium, during the ablation procedure. The patient underwent an additional procedure to treat the pericardial effusion and cardiac tamponade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the tamponade was treated with a pericardiocentesis.